Event description:
Physician inserted device in an existing 5mm puncture site. Trocar did not retract leaving trocar out & puncturing hole in small bowel. Laparoscopy was performed & the laceration repaired. Pt transferred to hosp for recovery. She was discharged 9/25/95.